Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient experienced lower back pain. Additional information received from the hcp in response to follow-up reported that frequent recharging of the system had been performed as diagnostics. On (B)(6) 2015 the stimulator was removed and replaced. The cause of the lower back pain was noted to be end of generator life. The lower back pain was noted to be resolved. Relevant medical history included failed back surgery syndrome.